Manufacturer narrative:
This report is for an unknown 2.0 mm locking mandibular miniplates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: bowe c, et al. (2021), lateral segmental mandibulectomy reconstruction with bridging reconstruction plate and anterolateral thigh freeflap: a case series of 30 consecutive patients, british journal of oral and maxillofacial surgery, volume 59, pages 91¿96, (united kingdom). This article discussed the benefits and complications of reconstructing a posterolateral segmental mandibulectomy defect with a bridging mandibular reconstruction plate (mrp) and anterolateral thigh (alt) free flap. Between may 2012 and may 2020, 30 patients who underwent reconstruction of a posterior seg-mental mandibulectomy defect using a bridging mrp and vascularised soft tissue free flap were included in the study. There were 19 males and 11 females with a mean age of 67 years (range 31-87 years). There were (2) unknown synthes low-profile locking mandibular reconstruction plates implanted. The plate sizes used were 2.5 mm in 28 patients and 2.0 mm in 2 patients. Vascularised soft-tissue coverage was achieved with a free alt and/or vastus lateralis chimeric flap. The muscle was draped over the lateral aspect of the plate (between the plate and facial skin) and the flap skin used to enable water-tight mucosal closure or, in through-and-through defects, to reconstruct the overlying skin. A total of 5 to 7 days of postoperative antibiotic coverage was given. If postoperative radiotherapy was used it was not initiated until six weeks postoperatively, with a maximum total dose of 65 gy. The mean duration of follow up was 23.3 months (range,1-96). Complications were reported as follows: 1 patient had a flap loss. 1 patient had a metalwork infection that resulted in extrusion of the plate, which was subsequently removed and not replaced. 1 patient had a metalwork infection 8 months after a posterolateral segmental mandibulectomy, did not respond to conservative measures and subsequently required removal of the plate. 1 patient had an early postoperative metalwork infection that settled with a one-week course of antibiotics. This report is for the unknown synthes 2.0 mm locking mandibular miniplates. This report captures the reported event of hardware removal due to infection. This is report 2 of 3 for (B)(4).